Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was received and evaluated by zoll approved business provider. The customer's report was duplicated and attributed to the processor/bridge/pacer board. The processor/bridge/pacer board was replaced to resolve the report. The device successfully passed all required bench testing and an internal inspection without duplicating the customer's report. The customer's report for ECG failure message was observed during review of the device data logs. However, the device was put through extensive testing including all functional testing without duplicating the customer's report. The battery connection assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.